Event description:
During a carotid stenting procedure, blood flow stopped after post-dilatation of the precise stent. Debris was suctioned out of the filter basket by a suction catheter, and the blood flow recovered back to normal. The pt is a male. The target lesion was carotid artery (no further details were provided). There is no info regarding the target characteristics. There was no difficulty positioning the angioguard distal protection device beyond the lesion. There was no difficulty placing the stent. The blood flow was normal after the stent was placed, and only after post-dilation of the stent did the stopped flow occur. The lesion was successfully treated. The pt was neurologically intact following the procedure. The pt is in stable condition.

Manufacturer narrative:
The product is not available for evaluation and testing. Additional information to be submitted 30 days upon receipt.